Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the while prepping for the implant case on (B)(6) 2021, the newly implanted ipg would not communicate as the ipg was not set in surgery mode and the physician used a cautery near the ipg. As a result, another ipg was used, resolving the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system wasn't set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.